Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: aw-cylinder (tube) has white foreign objects, aw-tube has white foreign objects, and damaged ccd unit. A root cause could not be identified. Based on the results of the investigation: olympus was able to confirm the customer failure and determined, due to clogging of ch-tube, forceps cannot be inserted smoothly. The most probable cause of the identified failures: "aw-tube and aw-cylinder (tube) has white foreign material" is cause traced to failure to follow instructions. The most probable cause of the additional failure: ¿damage on ccd unit " is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that resistance was encountered when introducing the device into the operating channel of the gastrointestinal videoscope. There were no reports of patient involvement, as the event occurred during setup before the patient was in the room.